Event description:
It was reported that they were getting low flow from this arctic sun device. A functional check showed that the inlet pressure (ip) was at -5.6 psi with circulation pump command (cpc) was 100 percentage. They discussed this was indicative of a failed circulation pump and would repair it locally or do nothing as the device was over 14 years old. [ER additional information updated from wo on 31jul2025, biomed replaced circulation pump and could not get water flow rate (wfr) above 2 l/m and also getting air leak alert.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. A functional check showed that the inlet pressure (ip) was at -5.6 psi with circulation pump command (cpc) was 100 percentage. They discussed this was indicative of a failed circulation pump and would repair it locally or do nothing as the device was over 14 years old. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow from this arctic sun device. A functional check showed that the inlet pressure (ip) was at -5.6 psi with circulation pump command (cpc) was 100 percentage. They discussed this was indicative of a failed circulation pump and would repair it locally or do nothing as the device was over 14 years old. Per additional information updated from wo on 31jul2025, biomed replaced circulation pump and could not get water flow rate (wfr) above 2 l/m and also getting air leak alert.